Event description:
Using axsos prox. Humerus sleeve, the surgeon reported to the sales rep that the 3 screws in the contracortical broke while screwing, probably due to the excessive hardness of the patient's bones. Two screws could be changed, the third broken in the bone could not be removed. Prolongation of anesthesis was confirmed to be less than 1/2 hour, no consequences on the patient was reported.

Manufacturer narrative:
Additional information has been requested, and if received, will be reported on a supplemental report.